Event description:
It was reported by the rep that when ligating the cystic duct, the third clip that was fired did not close completely. The surgeon pulled on the back of the clip to check its security and it fell off. The clips applied by the same clip applier thereafter were properly formed. When the malformed clip was released it appeared that the next clip to advance in the jaws did so prematurely, possibly causing the previous clip not to form completely. It is unknown how the case was completed. There was no consequence to pt.